Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. The customer didn¿t want a follow up instead of assistance, since we received the information in an email.